Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was experiencing tachycardia, dizziness, dry mouth, and nausea. It was not specified what the cgm device was reading; the patient only reported her bg level reached 1127 mg/dl for this event. The patient was also wearing a tandem insulin pump. The patient¿s friend took her to the hospital for evaluation. At the hospital, the patient¿s bg meter reading was ¿900 mg/dl something¿. The patient was treated with unspecified IV fluids and potassium. The patient was discharged home 2 days later. She was doing okay at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information b6 relevant tests/laboratory data,inclu- correction g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was experiencing tachycardia, dizziness, dry mouth, and nausea. The patient noticed that her dexcom gave him a high reading (values were not provided). Prior to being hospitalized, the patient took finger stick and the readings given was 1127 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s friend took her to the hospital for evaluation. At the hospital, the patient¿s bg meter reading was ¿900 mg/dl something¿. The patient was treated with unspecified IV fluids and potassium. The patient was discharged home 2 days later. She was doing okay at the time of the report. It was noted that on the day of report the patient was still experiencing inaccurate readings (no values were provided). Technical support follow up with the patient on (B)(6) 2024 and the patient declined to provide any details on the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.